Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found three other complaints regarding the lot number 10174227. Burst issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil product, defect: balloon burst, 186 similar cases were found. A rmf evaluation was performed based on criq247 - risk identified: 11500 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe. Clinical assessment was done regarding the infection associated to the balloon burst and conclude: the information reported by the complainant is limited regarding the patient condition, indication, or symptoms of severe urinary infection and its circumstances: at one month of the last incident, with or without catheterization. To our knowledge / understanding of the reported event, the folysil catheter ref. Aa6320 was initially inserted on (B)(6) 2025, but the balloon burst necessitating 3 changes of catheters for the same issue causing psychological trauma. The patient was subsequently hospitalized on (B)(6) 2025 and treated for ¿severe urinary infection which has spread to other areas¿ it is unclear whether the severe urinary infection reported was pyelonephritis or urosepsis. Likewise, it remains unclear whether this severe urinary infection was directly linked to the recurrent balloon burst requiring three catheter replacements, the last occurring on (B)(6) 2025, seemingly distant from the infection on (B)(6) 2025 possibly without a catheter in place, or whether the infection resulted from balloon fragments retained in the bladder that were not removed by cystoscopy. In this case, the incident involving balloon burst on four catheters, associated with severe urinary tract infection which has spread to other areas (we assume urosepsis), one month after the last incident is estimated to be a severity parameter level 4. Causality assessment: we consider that the psychological trauma and the severe urinary infection that required hospitalization and medication are most likely related to the successive use of medical devices (medical devices and the procedure). Clinical risk evaluation: the information provided about the severe urinary infection is limited as no clinical symptoms have been detailed. A severe infection such as urosepsis is a condition that may result in septic shock and death which is severity level 5.

Event description:
According to the available information the catheter was inserted on (B)(6) 2025. Balloon failed (B)(6) 2025. There were no physical adverse events reported, more emotional stress on the patient's part.

Event description:
According to the available information the catheter was inserted on (B)(6) 2025. Balloon failed (B)(6) 2025. There were no physical adverse events reported, more emotional stress on the patient's part.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.